Event description:
Procedure type: appendectomy. According to the reporter: during the procedure, the handle could not be squeezed completely and only part of the tissue was stapled. Using new device, an additional resection was performed. There was unanticipated tissue loss. Nothing fell into cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).